Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with seizures and a blood glucose reading of 1.6 mmol/l. The customer's father stated that the customer wore a sensor that had a blood glucose reading of 7 mmol/l. The alarm history had many no delivery alarms and the insulin pump was set one day behind. The bolus history contained a large number of manual boluses that had not been administered through the bolus wizard. Nothing further was reported.